Event description:
It was reported that a caregiver was initially unable to turn the connector to the right when attempting to attach it, and the patient was then able to complete the connection over the phone after troubleshooting and education were provided. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation of this case revealed user difficulty operating the connector with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.